Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and noted kinks on the insertion tube and on the insertion tube protector boot. There was missing glue noted on the objective lens and minor scratches on the c-cover. The scope failed the leak test. The bending section cover and scope connector were removed and found no evidence of moisture or condensation. The protector boot from the insertion tube was removed and excessive kinks were noted. There were no anomalies noted with the scope¿s image capabilities. The biopsy channel was inspected and noted a collapsed wall due to the kinks on the insertion tube. There was no evidence of foreign material, stain, discoloration, or kinks found inside the channel of the scope. Based on device evaluation findings, the cause of the reported event could not be conclusively determined; however, improper maintenance of the device could not be ruled out as a contributing factor to the reported event. The instruction manual for use provides a warning statement in an effort to prevent cross contamination and equipment damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. ¿

Event description:
Olympus was informed that an unspecified injury occurred, while using a bronchovideoscope. No further information was provided.